Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and referring to known similar events, it was presumed that stress generated with wire manipulation in attempts to cross the cto had likely contributed to split of the two guide wires. The applied stress would localize and exceed the product design limit when the wire tip was being caught and restricted its movement by the cto. It was concluded that this event was not attributed to product quality. Whether the two guide wires completely separated or not could not be determined based on the provided information; therefore, conservatively considered that the wire fragments could be retained in the patient. No CAPA will be taken. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Malfunction and adverse effects: separation or breakage of the guide wire.

Event description:
It was reported that an asahi gaia second guide wire was used in a percutaneous coronary intervention to treat a chronic total occlusion (cto) in the unspecified coronary artery. When the guide wire was introduced to the cto, the physician noticed that the tip of the guide wire was split in two parts. The guide wire was immediately removed and discarded. A new gaia second was used to continue the procedure in the same way and it also became split at the extremity. No additional information provided. Two gaia second guide wires were involved in this case. The first one is reported as MFR report #: 3003775027-2022-00070.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. One of the reported two gaia second guide wires and a corsair microcatheter that was likely used together were returned for evaluation. The tip of the returned gaia second was missing. The fracture end of the core was found at approximately 40mm distal to the mid solder that was originally set at 45mm from the tip. The fractured spring coil was distally elongated for 15mm from the mid solder. Microscopic observation was performed on each fracture ends. The core wire and the inner coil wire that composed the core were found fractured at the same location. The fracture end of the inner coil was necked by tensile stress. The fractured core wire had a flat fracture surface where rotationally elongated dimples were observed. These findings indicated that torsion had caused fracture of the core wire. The fracture end of the elongated spring coil was found necked due to tensile stress. The returned corsair had no noticeable damage. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and investigation outcome on the returned gaia second, it was presumed that torsion generated with wire manipulation in attempts to cross the cto had most likely contributed to fracture of the core and likely damage the inner coil wire of the returned gaia second. The applied stress would localize and exceed the product design limit when the wire tip was being caught and restricted its movement by the cto. Further applied tensile stress generated with removal made the damaged inner coil wire to fracture and the spring coil to elongate and eventually fracture. The cause of split occurred on the other gaia second was not clarified but assumed to be similar to the returned guide wire since both guide wires were reportedly used in the same manner. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunctions and adverse effects] separation or breakage of the guide wire.